Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed ¿alert 41 ¿ insulin, absolute range error,¿ the user was unable to proceed, and a dry run attempt reproduced the error; the device was restarted, and a replacement was arranged via overnight shipping. Symptoms included elevated blood glucose at 151 mg/dl without reported hypoglycemia, diabetic ketoacidosis, or other adverse clinical effects. Outcomes included user interruption of pump therapy and transition to cgm-only monitoring until receipt of the replacement device. Investigation included remote troubleshooting and device replacement logistics. Investigation of this case revealed that the alert recurred after restart, consistent with a device malfunction related to insulin delivery control. It was concluded that the cause was a device malfunction related to the insulin drive system.